Manufacturer narrative:
The device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that a surgeon attempted to implant intraocular lens (iol) using a preloaded delivery system and stated that the lens syringe dispenser was stiff and the lens did not open as it is expected to. The lens was removed from patient and new implant was obtained and implanted. Additional information was requested.